Manufacturer narrative:
Evaluation summary: the fracture of the guide portion at the most proximal notch may have occurred due to a "levering up" of the counterbore while removing the device from the humeral canal, perpendicular to the axis of the humerus while removing the counterbore from the humeral canal, there by causing an excessive bending moment on the thin section. This may then have allowed the reamer portion to separate from the body portion. The exact cause cannot be determined with certainty. Results/conclusions: as returned, the hook has fractured off the device, but was not returned for review aside from the fracture, the instrument appears to be in good shape. The instrument was found to meet print specifications, and the device history records appear to be conforming. The instrument has a potential field age of approximately 4.5 years.

Event description:
It is reported that the hook fractured off.